Event description:
During a diagnostic laparoscopy the device was being used to excise endometrial implants off the colon. While excising the endometrial implant, the colon was perforated. Procedure converted to open to repair the colon perforation. No known patient consequences.